Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified right coronary artery (rca) that is 95% stenosed. A 4.0x12mm nc trek balloon dilatation catheter (bdc) was being advanced and resistance was met with the unspecified guiding catheter. The bdc was noted to have separated into two pieces at the shaft. The device was simply withdrawn as it was a proximal separation and replaced with another unspecified device. There was no adverse patient effects and no clinically significant. No additional information was provided.